Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a false air in line alarm. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The assignable cause was a faulty pump head module (phm) on channel a. The phm on channel a was replaced to correct the reported condition. The user interface module software version is 5.03.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. However, during previous service the channel a pump head was replaced. This issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted.